Event description:
Boston scientific crm received information that this right atrial (ra) lead was extracted today, secondary to subclavian crush and an atrial insulation issue. Impedance measurements were low on this atrial lead.